Event description:
It was reported that the patient was not feeling stimulation due to lead migration. The patient underwent a procedure wherein the spinal cord stimulator (scs) paddle lead was repositioned. The was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.